Event description:
An interlink extension set with luer lock was used on an infant. At the 72 hour IV examination, it was found that the pressure of the luer lock had lacerated, infected and caused cellulitis of the patient's forearm. The patient is receiving antibiotics.